Manufacturer narrative:
(B)(4). The customer reported that the device won't boot up. There was no report of patient involvement. A field service engineer evaluated the device and resolved the problem by replacing the power pca.

Event description:
The customer reported that the device won't boot up. There was no report of patient involvement.